Event description:
It was reported by the customer that a pyxis medstation es system software was frozen. The customer reported that the nurse had to access the medications from another machine that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a frozen screen and the drawer was not opening properly. A field service engineer replaced the damaged retractor band and broken lid to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.